Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On( B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that on the home screen, the letters appear to be normal, but on the menu and status screens, the letters are showing up double, making them difficult to read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: the complaint of double letters on the menu and status screens could not be duplicated on investigation. No defects were found with internal display components. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored.